Manufacturer narrative:
Initial reporter city: (B)(6). The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spacer was implanted during a spacer placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was difficult to move the needle into the target layer, and several punctures were made. The punctures occurred primarily in the apex side of the prostate. Reportedly, the needle moved a lot during needle position adjustment. Spacer placement was performed. Due to the several punctures, it seemed that placement was not good at all. Magnetic resonance imaging (MRI) was requested after the procedure, and the patient was prescribe with laxatives. About one month after the procedure, magnetic resonance imaging (MRI) was performed and it showed that the spacer entered in the rectal mucosa. The patient was complaining of urinary difficulty and it seemed to increase when stool was accumulated. The patient will continue taking laxatives for treatment, and follow-up observation will be performed once a month. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.